Event description:
It was reported that during interrogation of the pulse generator, a parameter error message was displayed. After reprogramming the device, normal device function was restored. A patient follow up was scheduled.